Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet bionic pancreas after switching to fiasp prefilled cartridges about two weeks prior, with the lowest reported glucose of 45 mg/dl that was treated with oral glucose, and the user expressed concern about frequent lows and frustration with pump therapy. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic signs at the time of the event. Outcomes included self-treatment with oral glucose and subsequent recovery to a glucose of 155 mg/dl, with no hospitalization. Investigation included clinician troubleshooting and user education to address hypoglycemia and support continued use. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear given confounding factors such as recent insulin change and concomitant therapies. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.